Event description:
Allergy testing confirmed patient is allergic to nickel. The tibial component does not contain nickel in the composition. This device would not have contributed to the event.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was further reported that the patient has tested positive for a metal allergy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported post-operative pain was confirmed through review of medical records. However, possible metal allergy was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - persona fixed bearing posterior stabilized articular surface right 12mm catalog #: 42521400712 lot #: 62530592, unknown persona femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient has experienced right knee pain since right knee arthroplasty. The patient's surgeon suspects that the patient may have an allergy towards the material within the prostheses. No additional patient consequences were reported.